Event description:
The customer contact reported retrograde flow while a backcheck valve was in use. The patient was receiving 1000ml of normal saline as a primary delivery and 50ml of zofran as a secondary delivery. The nurse reported that immediately after the gravity delivery of zofran was initiated, the solution backed up into the drip chamber of the primary line and began to fill the normal saline solution container. The tubings were clamped. Therapy was resumed using new tubing sets and solution containers. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.